Manufacturer narrative:
Additional information was received on 29-jun-2023. The physician's name was provided and therefore, the e. Initial reporter section was updated on this report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was a reported that a patient underwent atrial fibrillation ablation procedure that included a decanav electrophysiology catheter. During the procedure, the patient experienced cardiac tamponade requiring pericardiocentesis. It was reported by the biosense webster inc. (Bwi) representative that the back patches were not displaying on the carto® 3 system. The carto® 3 system was rebooted and after the reboot, the back patch sensor cable error (error #unknown) was displayed on the carto® 3 system. The back patch sensor cable was replaced, and the issue was resolved. The bwi representative reported that the cable fits the description of the arnir: black sensor housing - rev#07 and the replacement was the same. The case continued. (Carto® 3 system v7.5.1.327). It was also reported that after the issue with the cable, while going transeptal, a pericardial effusion was noticed. The biosense webster inc. (Bwi) representative reported that there was a drop in blood pressure in the patient. The pericardial effusion was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis and 400cc of fluid was removed. The patient was reported to be in stable condition at the time of the call. The physician stated that the possibility exists that while going transeptal the needle ¿may have course the effusion¿. This adverse event was discovered during use of biosense webster products, during transeptal phase. Transseptal puncture was performed with st jude brk needle. The patient has fully recovered (no residual effects). No extended hospitalization was required. No ablation was performed prior to noting pericardial effusion. No evidence of steam pop. The following bwi device was in use and the ablation catheter was ready but was not used during the case. 7fr decan,11p,f,2.4mmle,282mm, cat: r7f282ct, lot: 31044547m. Thmcl smtch sf bid, tc, f-j cat: d134804 lot: 31066798l the catheters are not available for return. The location patch issue is not MDR reportable. This is highly detectable. Most likely harm is procedure delay or cancellation. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious. The adverse event is being reported against the mapping catheter (decanav electrophysiology catheter) as a conservative measure. If additional information is received, the event will be re-assessed accordingly.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31044547m and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).